Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was fractured and was fixed by reprogramming. Moreover, the lead also exhibited increase in pacing impedance. To date, the lead remains in service. No adverse patient effects reported.